Event description:
Additional information was received from a healthcare provider. The patient's allergy history includes codeine derivatives. The patient's social history includes current work status, no military history, non-smoker/no tobacco use (never smoker), lives alone, the home structure is one story, non-drinker/no alcohol use. The patient's medications, which all started (B)(6) 2016, include ms contin (15 mg tablet ER), ms contin (60 mg tablet ER), norco (10-325 mg tablet), ambien (10 mg tablet), celebrex (200 mg capsule), sumatriptan succinate (50 mg tablet), and cyclobenzaprine hcl (5 mg tablet). Zanaflex (2 mg capsule) was taken starting (B)(6) 2015, but was not indicated as being continued after the office visit on (B)(6) 2016. The prescription pattern in subsequent visits was to reduce the dosage of norco from 6 tablets per day to 4 tablets per day. The next recommendation was to begin decreasing another medication at the subsequent visits; however the patient has been somewhat hesitant to this. The patient would like to continue at large doses of frequent opioid medications despite the healthcare provider explaining to her that this is unsafe. The effectiveness of the pump, the explantation, and the need for oral medications has been an ongoing thing in the patient's visits on (B)(6) 2016. The patient did experience some withdrawal after explanting the pain pump. This was complicated and for multiple reasons. It was likely due to the patient not restarting her oral medications as directed. Furthermore, during this time,the patient was hospitalized and the healthcare providers who were managing her in the hospital also did not give her equal analgesic doses to what she was receiving orally prior to the pump, or what she was receiving during the time of treatment with the pump. It was very unfortunate that during that time the healthcare providers at the hospital did not contact the patient's managing healthcare provider or any other pain specialist while she was hospitalized. Thus was the cause of the patient's withdrawal symptoms during that time. The weight loss experienced after the pump explant was likely related to fluid loss as the patient reported that the edema (see manufacturer's report 3004209178-2016-14384) did resolve after explant. At subsequent visits the patient resumed her oral pain medications and these were prescribed on all the office visit dates from (B)(6) as appropriate. The patient presented on (B)(6) 2016 with back pain. This was the patient's first visit post-surgical after the explant. At this time the patient reported that she did in fact have good pain relief from the pump. The patient was there for a follow up regarding lower back pain. The current level of pain was 8/10 and the highest level of pain was 10/10. The patient described the pain as a constant aching sensation. The patient stated that lifting, movement, and walking aggravates the pain. The patient used a heating pad to help ease the pain and she agreed that it was effective. Daily limitations included not being able to sit and stand for long periods of time. On (B)(6) 2016 the patient was instructed to clean the wound with hibiclens and apply dry sterile dressing to prevent infection. The patient presented on (B)(6) 2016 with back pain; the patient was there for a follow up regarding lower back and right knee pain. Since the last visit the pain had slightly increased. The current level of pain was 7/10, the lowest level of pain was 5/10, and 10/10 at its worst. The pain was described as constant, throbbing, and aching sensations. The pain was eased with heat therapy and aggravated by walking and standing for prolonged periods of time. The patient was taking morphine and stated that it was slightly effective at reducing pain levels. Daily limitations included difficulties with cooking, cleaning, and grocery shopping due to increased levels of pain. On (B)(6) 2016 the patient was referred to another healthcare provider regarding her irregular heart beat. The patient presented on (B)(6) 2016 the patient presented with back pain. The patient was there for a follow up regarding lower back and right knee pain. Current level of pain was 8/10, 10/10 being the highest. The patient described the pain as a constant aching sensation. The patient stated that performing household chores aggravates the pain. Heat was used for pain and she agreed that it was effective. The patient stated that she takes morphine for the pain and she agreed that it was effective. Daily limitations included not being able to walk or stand for long periods of time. The patient presented on (B)(6) 2016 with back pain. The patient was there for a follow up regarding lower back pain and right knee pain. Since the last visit the pain had increased. The current level of pain was 5/10, 10/10 being the highest. The patient described the pain as a constant aching sensation. The patient stated that performing household chores aggravated the pain. Heat was used for pain and she agreed that it was effective. The patient stated that she takes morphine for pain and she agrees that it is effective. Daily limitations included difficulty walking, standing, and house chores due to increase of pain and discomfort.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient had the device removed in the middle of (B)(6) 2016 on a wednesday. The patient lost 3 pounds the first day it was removed and eight pounds in 3 days. By "thursday" the patient had the shakes and by monday she was "actually doing fine" until the afternoon. Within 5 minutes the patient was in total withdrawal and had to call an ambulance. It was noted that the doctor did not give the patient any medication to cover for the pump being removed. The patient's symptoms included unable to stand up, uncontrolled shaking, vomiting, and an irregular heartbeat. The doctor did not take any post operation vitals after removal. It was further reported that the patient was not hospitalized because of the withdrawal, but because of a pouch near the incision. They did not know if it was from post operation complications and fluid build up or if it was an infection.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.